Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer did not wear the pump and transmitter within range of each other. The customer experienced a low blood glucose level of 46 mg/dl. Customer addressed bg by consuming carbohydrates. The customer declined further assistance regarding the issue.